Event description:
It was reported that the user experienced recurrent overnight and early-morning low glucose reported at 68 mg/dl. While using a dexcom g6 with the ilet system, with elevated glucose at bedtime reported at 220 mg/dl related to an unannounced nightly yogurt snack and subsequent overcorrection of a felt low with maple syrup and cereal; this represented a usage issue related to meal announcements and correction practices, not a device malfunction, and pertained to user interface interactions. Symptoms included dizziness consistent with hypoglycemia, hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included user communication/interview and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified and improper or incorrect method attributed to failure to follow instructions, specifically missed snack announcements and overcorrection behavior, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.